Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the surgical procedure the patient reported having prior to the device becoming inoperable.